Event description:
Alert and oriented patient with history of previous anterior cervical fusion at c6-c7 had underwent additional anterior cervical fusion at c5-c6 using the ldr roi-c system, which is the zero-profile system that utilizes two wings which go into the verterbral body above and below. Patient was having continued pain and increased difficulty swallowing and talking. It was noted on x-ray the patient had "backing out" of the inferior flange on the ldr-zero profile system. It was noted the inferior flange (wing) had migrated outward and was directly beneath the esophagus and trachea roughly. Patient was scheduled for removal of this piece of the flange only. Patient underwent procedure. During operation the surgeon confirmed there was indeed posterior protrusion of the wing. It was easily removed. Surgeon felt remaining plate and hardware were well positioned and chose to leave undisturbed. Patient tolerated procedure well and was taken to recovery room in satisfactory condition.======================manufacturer response for roi-c system, ldr roi-c (per site reporter).======================manufacturer requested retrieval of removed hardware. Risk will retain on patient's behalf and would require a signed authorization from patient to return device to manufacturer.